Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 6/14/2023. Dexcom was made aware on (B)(6)2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with necrotizing fascistis, which occurred on an unspecified day after the sensor had been inserted in the thigh. The patient was admitted to the hospital due to a serious skin infection with necrotizing fascistis. It was reported that it was caused probably secondary to a sensor in the subcutaneous tissue. The patient underwent multiple surgical procedures and was treated with intravenous antibiotics (penicillin, clindamycin, gentamicin). At the time of the report the patient was improving. The patient was discharged after 11 days. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect, clinical code - e2327 necrosis.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported, that the patient experienced a skin reaction with necrotizing fascistis. Which occurred on an unspecified day after the sensor had been inserted in the thigh. The patient was admitted to the hospital ,due to a serious skin infection with necrotizing fascistis. It was reported, that it was caused probably secondary to a sensor in the subcutaneous tissue. The patient underwent multiple surgical procedures. And was treated with intravenous antibiotics (penicillin, clindamycin, gentamicin). The patient was discharged after 11 days. At the time of the report, the patient was improving. No additional event or patient information is available.